Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient has had no issue. Similar amount of fluid above pump seen post refill. The hcp did not notice any temperature change. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml, 2335 mcg/day) via an implantable infusion pump for the treatment of intractable spasticity. It was suspected that a pocket fill occurred. The hcp had difficulties with the refill so they used ultrasound to help find the reservoir. The hcp were pretty certain that they were in the reservoir during injection. However, the hcp wanted representative to check to make sure that there was no pocket fill. The patient was chair bound so it was a little difficult to check the pump site. The patient was perfectly fine and had not had any symptoms since the refill. A slight change in temperature(colder) could be felt around pump area. Patient's mom stated that nothing seemed to be out of the ordinary with the refill. Event date was (B)(6) 2018. No further complication was reported.